Event description:
Customer states: leak from the cuff was confirmed during the per nasality intubation. Same patient had same incident in a row. The information provided suggest that a replacement tube was required. Cross referencing MDR report number 2936999-2014-00388.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.